Event description:
It was reported that the confirm loop recorder recorded pause episodes where the signal seemed to dropout and looked like a noisy baseline, where r waves would stop. There were no symptoms associated with any of the pauses and the patient was stable. Further information could not be obtained.